Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was 207 mg/dl. Customer reported that there was fluid under display. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.